Event description:
It was reported the patient was no longer receiving effective left-side stimulation coverage. The patient did not experience falls or trauma, but she has some inflammation and swelling on her left side. An sjm rep reprogrammed the scs system but the stimulation coverage was not optimal. The patient will see the surgeon as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.